Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed and that it was possible that it occurred due to high battery impedance. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. No adverse patient effects were reported. Additional information was received, this crt-p that was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been received.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed and that it was possible that it occurred due to high battery impedance. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. No adverse patient effects were reported.